Manufacturer narrative:
Medtronic received the following information from a journal article entitled; (B)(6) . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic stent grafts and non mdt stent grafts were implanted in patients who experienced blunt thoracic aorta trauma between the years 2012 and 2019. All patients were traffic accident victims. The majority of patients experienced other injuries in addition to the blunt aortic trauma. The endovascular treatments were performed an average of 71 hours after the trauma. The following patients experienced complications; patient 1 was implanted with a valiant captiva 34 x 12 cm (oversized by 13 %) which was fenestrated for the left subclavian artery using a non mdt stent. This patient experienced a progression of the dissection which was conservatively managed and subsequently resolved. Patient 2 was implanted with a valiant stent graft 26 x 164mm with manual fenestration. This patient was diagnosed with a late type ii endoleak that was managed conservatively and the patient didn't experience any further complications. Patient 3 were implanted with valiant captivia 24 × 150 mm (oversized by 14%) valiant 34 × 34 × 150 mm (oversized by 21%) respectively. Both died within 12 days of the procedure due to septic shock, deemed unrelated to the aortic trauma.